Event description:
It was reported that the patient had a seizure on the table during a permanent implant procedure and a CT scan was performed. The first lead was implanted successfully, however, the physician chose not to implant the second lead. The physician stated that the seizure was not device or procedure-related. The patient has fully recovered and is doing well postoperatively.